Event description:
Customer reported recurring instances of a malfunction with the pump, identified by the malfunction code ¿malf 9.¿ there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer and provided instructions for returning the faulty pump. The customer planned to use multiple daily injections as backup therapy.